Event description:
Side effects from essure including (but not limited to): piercing headaches, edema, neuropathy of arms, pregnancy like symptoms during period, lack of energy, weight gain, "e belly."